Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the router of the navigation system had a bad port on it. To restore functionality, the router was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart was cycling the pcoip screen upon rebooting the system. The direction of the cart to cart cable was reversed and the camera cart showed normal operation and the self test showed everything as green status. After 15 seconds all the self test statuses went back to the original issue and the camera cart displayed that it was unable to connect. The clinical specialist (cs) noted that the sites initial problem with the pcoip was not the problem and that the router on the main cart was noticed to have a bad land port. There was no patient impact.

Manufacturer narrative:
The checkpoint for the navigation system was returned to the manufacturer for evaluation. The unit was found to fail checkpoint verification as a lan port on the unit was not operational. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.